Event description:
Covidien received a report stating that a tracheostomy tube broke inside a patient's trachea. The patient's mother reported that the patient was having difficulty breathing on the day of the event. The patient then exchanged her tracheostomy tube for a new device. Her breathing then improved and she believed the device was broken. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The lot number for the device was not provided; therefore, the date of manufacture is unknown. (B)(4).